Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon visual investigation, it was noted that the cdsblank-06 drill broke off from the welding area and is stuck inside the fastak spear. The probable cause of this condition is the excessive force used to pry and/or leverage the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during drilling.

Event description:
On 2/22/2023, it was reported by an arthrex employee via email that the drill from an ar-1934pi percutaneous insertion kit, got stuck halfway into the drill guide. This was discovered during a procedure on (B)(6) 2023. Additional information received on 2/24/2023: this was discovered during an elbow procedure and completed using an ar-1934bcf-24 biocomposite suturetak.